Event description:
It was reported to globus that a specific si-lok driver was requested for a revision surgery to remove a screw for an unknown reason. Revision surgery took place (B)(6) 2013. It is not known if the screw was removed. No further information has been provided.

Manufacturer narrative:
The implant was not returned for evaluation. No globus representative was present at the revision surgery. Part number unknown at this time. Device description unknown. Patient information unknown. Additional information has been requested and if received, a supplemental report will be submitted.